Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.5 mm x 26 mm target lesion was located in the severely tortuous and calcified right coronary artery. A 2.50 x 28 mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, the front end of the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.5mm x 26mm target lesion was located in the severely tortuous and calcified right coronary artery. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, the front end of the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.50x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with stent struts lifted and stretched distally past the distal markerband. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.